Event description:
It was reported that the brakes would not hold. No information on pt involvement or adverse consequences was given in the report.

Manufacturer narrative:
Worn gill brake plate kit.